Event description:
On (B)(6) 2025, a patient underwent tips procedure using a e-luminexx stent device. Allegedly the device seemed damaged when the package was opened, making it impossible to deploy and complete the procedure. To ensure the procedure went smoothly, a new e-luminexx stent was used to complete the procedure. There were no adverse effects.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a provided photo shows part of the handle of the device which the slider already displaced all the way to the proximal end. The safety clip was shown on the handle, and the device specifications were also shown. The stent delivery system was returned for evaluation, and the stent was still loaded in the delivery system. The t-luer was detached from the slider which was displaced proximally. There was no indication of a manufacturing deficiency. In this case, it was reported that the device seemed damaged when the package was opened, making it impossible to deploy. Since the customer is reporting that the device was not used on the patient, it is possible that the t-luer got detached from the t-luer during manipulation. The returned sample's slider is completely activated which indicates manipulation after unpacking. Based on the provided photo and the evaluation of the returned sample, the investigation is closed with confirmed results for the detachment. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the instructions for use states "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.